Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up performed on (B)(6) 2017, several episodes of noise were recorded in the rv lead. Remote monitoring was then activated for this patient. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi).

Event description:
It was reported that during the follow-up performed on (B)(6) 2017, several episodes of noise were recorded in the rv lead. Remote monitoring was then activated for this patient. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi).